Manufacturer narrative:
One device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.

Event description:
This report summarizes 98 malfunction events, where it was reported the devices experienced difficult to load/unload. There was 3 event with patient involvement; 1 patient no adverse consequences were reported, 1 patient had insufficient information, and 1 patient experienced unspecified musculoskeletal problem.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 92 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 1 device was functionally/visually inspected in the field; no defect or malfunction was found. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 98 malfunction events, where it was reported the devices experienced difficult to load/unload. There was 3 event with patient involvement; 1 patient no adverse consequences were reported, 1 patient had insufficient information, and 1 patient experienced unspecified musculoskeletal problem.

Manufacturer narrative:
One device pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. One device that was pending was evaluated and it was determined the device experienced head section difficult to operate, but still functions properly, which is not reportable. Because of this, the number of reported events has been changed from 98 to 97.

Event description:
This report summarizes 97 malfunction events, where it was reported the devices experienced difficult to load/unload. There was 3 event with patient involvement; 1 patient no adverse consequences were reported, 1 patient had insufficient information, and 1 patient experienced unspecified musculoskeletal problem.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Section h codes have been updated to reflect this. 2 devices are still pending evaluation.

Event description:
This report summarizes 98 malfunction events, where it was reported the devices experienced difficult to load/unload. There was 3 event with patient involvement; 1 patient no adverse consequences were reported, 1 patient had insufficient information, and 1 patient experienced unspecified musculoskeletal problem.